Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle is ok during aspiration testing with normal saline outside the patient, but after placed on the patient, the air bubbles were found when aspiration. Then remove the needle and process aspiration testing with normal saline again, it was found the normal saline could not be aspirated. No other information was provided. It was stated leaking was noted on three devices. This report addresses the second device.